Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quick bolus alert became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset and was able to clear the screen and resume insulin delivery. Customer's blood glucose level was 241 mg/dl.